Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device may have contributed to pericarditis and pocket pain. Additionally, this patient no longer required device therapy and needed magnet resonance imaging for rheumatoid arthritis. The device was explanted. No additional adverse patient effects were reported.